Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room after feeling a vibratory alert from their implantable cardioverter monitor (ICD). It was noted that the ICD was in backup vvi mode. The device was reprogrammed on (B)(6) 2020. The patient was in stable condition.